Manufacturer narrative:
The lot history, trend analysis, risk analysis and or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. This investigation is complete.

Manufacturer narrative:
The device history was reviewed and found to meet manufacturing specification. A review of service history on this device found the only service requested was performed on 31 may 2019. Preventative maintenance was performed with no anomalies noted, all modules were tested and passed.

Event description:
The user facility in (B)(4) reported the pressure in the stellaris unit was insufficient during phacoemulsification and intraocular lens implantation. When the unit could not reach the needed pressure, the patient was transferred to another hospital.